Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was seeing "settings not available" on the controller screen. Patient was trying to increase stimulation and the controller would not let themgo past 7.8. Patient had tried going to group b and the controller works on b. Patient said they were told to cough to test the feeling of stimulation. Patient also mentioned that the manufacturer representative (rep) advised the patient on what to do and recommended patient be on group a. During troubleshooting, patient decreased stimulation to 0 and then increased to 7.4 and said "it's working". Patient continued to increase and get to 7.8 or higher but patient saw the "settings not available" screen, screen 59. Patient was reviewed with consideration of switching to group b since patient mentioned group b works. Patient switched to group b and was able to increase stimulation to desired settings. Patient said "it's working" a nd noted the stimulation was a little stronger than group a. Patient said they increased stimulation to a comfortable setting. Patient was also recommended to discuss with healthcare professional regarding group a was giving them screen 59. Additional information was received from the patient on 2017-oct-30. The patient continues to see the ¿settings not available¿ screen with code 59 on the bottom right corner of the screen. They are trying to stay on group a. The patient noted that this is an ongoing issue. They saw the code when they were trying to increase stimulation. They tried removing the batteries from the controller and re-inserting them, tried communicating in a different room, and made sure their hand was not covering the top of the controller but they are still seeing the same message when they unlock the home screen. The issue was not resolved on the call. An email was sent to local rep to notify them of the situation. Additional information was received from the rep on 2017-oct-21 indicating that they spoke with the patient. Additional information was received from a rep on 2017-nov-01. They indicated that the issue is resolved when they turn down the milliamps or switch to a different group. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.